Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The stapling device was being applied to the stomach to create the gastric pouch. The stapler was not able to fire. The surgeon was able to press the green button but could not squeeze the handle. There was no poor staple formation. The jaws of the device did lock onto the tissue. They were removed by pulling back the opening lever on top of the device. There was no problem unloading the device. No component of the device broke off. In order to resolve the issue and complete the case, another manual stapling handle was opened and completed without any problems. There was no patient harm. The patient status is alive, no injury.